Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The customer contacted baxter's technical service center regarding a check supply line (csl) alarm, which occurred on the homechoice (hc) during use, during prime. The caregiver (cg) said that he had the alarm and changed out the cassette using the same supplies. The alarm reoccurred and they powered off. The baxter technical service representative (tsr) explained about not reconnecting the supply bag. The tsr suggested to call if the alarm reoccurred. The tsr suggested they let the registered nurse (rn) know the hp ran short of solution. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient's caregiver on (B)(6) 2012 and he said the patient ended therapy that night and was able to complete the next day. He did not notice anything unusual with the previous supplies except that he said when he took off the bag, solution did not flow through the connector piece on the end of his 6l yellow bag. Since then the patient has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.